Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was lioresal (concentration 500, dose 75). It was reported that the pump was flipping in the pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The doctor opened the pump pocket and the catheter was coiled up in the pocket. The catheter was uncoiled and the segment was removed and replaced. Flow in catheter was good and a new pump was secured in place. The issue was resolved at the time of the report.